Event description:
It was reported that a female patient underwent breast surgery with a 375cc mentor memorygel breast implant on both sides and experienced breast implant rupture on the left side, capsular contracture; baker grade IV on the right side, and generalized illness symptoms including soreness, pain, paresthesia, fatigue, inflammation, and depression postoperatively. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch report is for the patient¿s left-sided device.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: as of now there is no information regarding the explant or reoperation. (B)(4). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On may 27, 2025, mentor became aware of the following and corresponding fields have been updated: - patient age at the time of the event has been populated as 28 years; updated under fields a2. - patient ethnicity has been populated as not hispanic/latino and race as white; updated under fields a5 and a6. - patient also experienced grade ii capsular contracture on the left side in addition to left rupture and generalized illness; clinical code "capsular contracture" has been added under field h6. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This supplemental medwatch report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).